Manufacturer narrative:
Investigation: customer returned ten (10) 30g x 8mm, 1ml bd insulin syringes in an open polybag from lot 8351722. Consumer reported one of the syringes did not have a cap on it and the technician in pharmacy pricked her hand; the baggy was closed when she endured the needle stick injury. The ten returned syringes were examined, and it was observed that one of the syringes was returned without a cannula shield attached. This sample was observed to have a bent barrel tip. A review of the device history record was completed for batch # 8351722. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Unable to determine root cause of shield and cannula separation.

Event description:
Material no.: 320469 batch no.: 8351722. It was reported that before use of the syringe 1.0ml 30ga 8mm 10bag 500 ca one of the syringes did not have a cap on it and the technician pricked her hand when she picked it up. The following information was provided by the initial reporter: one of the syringes did not have a cap on it and the technician in pharmacy pricked her hand. The baggy was closed when she endured the needle stick injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 320469 batch no.: 8351722. It was reported that before use of the syringe 1.0ml 30ga 8mm 10bag 500 ca one of the syringes did not have a cap on it and the technician pricked her hand when she picked it up. The following information was provided by the initial reporter: one of the syringes did not have a cap on it and the technician in pharmacy pricked her hand. The baggy was closed when she endured the needle stick injury.